Manufacturer narrative:
The devices, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The devices were manufactured in 2017, 2018 and 2019. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use document for this failure mode was conducted and concluded this failure mode has been identified. Our clinical/medical team noted: that a bilateral knee patient suffered from anemia. Per the case report forms and correspondence, the patient had a moderate total of surgical blood loss and post-op secretion post bilateral procedure. This event was treated via transfusion to prevent further patient injuries and the patient/ae was reportedly recovered per the (B)(6) 2019 documentation without further medical and/or surgical intervention. Based on the information provided, the procedure was likely the contributing factor and not related to a component mal-performance. Patient impact beyond the intra- and post-op blood loss with subsequent transfusion is not anticipated as the event was reportedly resolved without further intervention. No further medical assessment is warranted at this time. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the patient suffered from anemia. This event was treated via transfusion to prevent further patient injuries.

Manufacturer narrative:
The devices, used in treatment were not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms it was reported by south korea from the anthem study that a bilateral knee patient suffered from anemia. This event was treated via transfusion to prevent further patient injuries. Only the clinical study report forms were provided; no medical documentation. Without, supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. The potential probable cause for this event is likely the patient's preexisting condition of anemia. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.